Event description:
The surgeon implanted a silicone lens model aq2010v and was removed without patient injury. After the lens was implanted, the md noticed the posterior chamber was unable to hold the lens due to weak zonules. The md decide to use another lens. The model and lot numbers of the cartridge and injector are unknown.